Event description:
As reported by an eye care professional¿s office, a (B)(6) year old female patient notified them that a contact lens was stuck on the eye, which resulted in two trips to the hospital (no inpatient hospitalization) and caused an ulcer (size and location unspecified). Additional information was received from the treating eye care provider's office via a completed adverse event questionnaire. The patient was diagnosed with a corneal ulcer in the right eye on (B)(6) 2015. The contact lens was confirmed to have been used as a daily disposable and had been used for approximately 8 hours at the time of the event. The duration between symptoms and notification to the eye care provider for treatment was two days. The patient presented with severe foreign body sensation, moderate redness, and watery discharge. There was no anterior chamber involvement and no infilitrates were present. The corneal ulcer was centrally located and 0.5mm in size. There was mild corneal staining present (<50% of the corneal surface), in the area of the corneal ulcer only. The treatment prescribed was an unspecified dosage of an ocular antibiotic. The event is reported to have resolved, without permanent scarring, and contact lens wear has resumed without further issues reported.

Manufacturer narrative:
The complaint product was received and the evaluation is in progress. An investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history record and sterilization record for this lot have been reviewed and found to be in compliance. Unopened product from the same lot was returned and found to be within specification. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).